Event description:
It was reported that the stent (subject device) was used in the procedure. However, the subject device was constricted and was not opening. Thus, it was removed. Also, it was reported that the patient was having spasms. No further information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that only the stent delivery wire (sdw) was returned. The proximal and distal sdw was kinked/bent. The stent and introducer sheath were not returned. A functional inspection could not be performed as the stent was not returned. The reported event of ¿stent failed/unable to open (when not implanted)¿ was not confirmed as the stent was not returned. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event of ¿patient vasospasm serious¿ could not be confirmed as this is a patient related event. Additional information states "stent was very constricted, was in a carotid dissection, young patient, was spasming, wasn't opening, removed and used a different device". The sdw only was returned. The proximal and distal sdw was found to be kinked/bent. It is most probable that the anatomy of the patient contributed to the reported event. The anatomy was reported to be of average tortuosity. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Based on review of all available information an assignable cause of anticipated procedural complication will be assigned to the reported event of ¿patient vasospasm serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. An assignable cause of procedural factors will be assigned to the reported event of ¿stent failed/unable to open (when not implanted)¿ and the analysed event of ¿sdw kinked/bent¿ will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.